Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had a white rectangle in the bottom corner of the display and as a result the touch screen was unresponsive. Customer's blood glucose was 130 mg/dl. The customer reverted to manual injections for insulin therapy.